Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. During a routine follow-up, the s-ICD was at elective replacement indicator where approximately two months prior the battery was at 91 percent. When interrogating the s-ICD, it was noted to have declared a warm boot (wb) code and a patient data (pd) code. Some 30,000 appropriate and inappropriate episodes, 30,000 magnetic resonance imaging activations and all patient information was lost in the s-ICD. Boston scientific technical services explained there was extensive corruption in the firmware log and counters and the s-ICD has likely been damaged. The patient was admitted to the hospital where surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.